Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm without a low battery alert occurring first. Blood glucose level near the time of the call was 287 mg/dl. The customer reported that the device required multiple battery changes within a 24 hour period. The insulin pump was not replaced or returned for analysis.